Event description:
It was reported that the patient presented with battery longevity underestimation exhibited on the implantable cardioverter defibrillator. No intervention was performed. There were no patient consequences.